Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic), designator u2. Physio observed that the ic's memory was corrupt. The removed sc pcb assembly was an ancillary part and there was no failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device had its service indicator illuminated and a solid white screen upon boot up. A solid white screen is indicative of a device lockup and the device would be unable to deliver defibrillation energy. There was no report of any patient use associated.